Event description:
A (B)(6) patient underwent nanoknife treatment for liver cancer on (B)(6) 2009. During the treatment the patient developed neuropraxis in one arm. The anesthesiologist stated that neuropraxia is a complication of prolonged general anesthesia when the arms are outstretched.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the neuropraxia is most likely due to the arms being outstretched while under anesthesia for this procedure, as was described by the anesthesiologist. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).